Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the ventricular lead. No intervention or patient symptoms were reported.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2015. The patient had indicated that she was flipping the device in the pocket.